Event description:
It was reported that the smoke came out of the ventilator and there was a burning smell. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that smoke came out of the ventilator and there was a burning smell. The ventilator was investigated by our field service engineer on-site and the power control printed circuit board was found defective. The part was replaced which resolved the issue and test and control procedures were carried out successfully. The issue was confirmed in the provided information. No parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref# (B)(4).